Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip appliers did not hold or fire clips correctly. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report. The initial reporter was contacted and confirmed there were no additional information available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) could not replicate nor confirm the customer reported complaint that the clip applier was not holding or firing clips correctly. Fa could not verify the external event. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests, moved intuitively with a full range of motion in all directions. The grips opened and closed properly, and the instrument passed the clip test. The instrument was fully functional. The instrument was tested multiple times and passed with no issues. There was no problem detected. No image or procedure video was provided for review. A review of the logs showed the large hem-o-lok clip applier (part# 470230-12 / lot# n10200211 0006) was last used on (B)(6) 2021 on system sk3189. The instrument had 78 lives remaining. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: per the description of the complaint, the large hem-o-lok clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.